Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a PICC line implanted approximately 5 months prior to this event, was leaking just above the hub on the transparent part of the line. Reportedly this is a psychiatric patient and the user facility aren't sure if the patient tried to damage the catheter herself or if it is coincidence. A new PICC line is required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the product had a tear at the purple hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.